Manufacturer narrative:
Follow-up #1: date of submission 02/09/2016. Device evaluation: the device has been returned and evaluated by product analysis on 01/18/2016 with the following findings: during investigation of the returned pump, the alarm was reproduced at power up. The pump was unable to recover after reboot, unable to verify all steps. The failure is defined as language file corruption while retrieving the language text. The error is resident to flash chip. Unrelated to the complaint, the battery compartment crack on the side of the battery compartment from the case seal traveling up along the bumper toward the battery compartment threads.

Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (call service alarm issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.